Event description:
In 2008, the sales rep reported that during a minimally invasive surgery (mis) for lumbar fusion, it was noticed that the screw that holds the rod caliper fell out during surgery. The screw was removed from the wound. There was no surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.